Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device: one was missing/migration of essure device location of device : one was missing') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine ablation in (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and weight decreased outcome was unknown and the abdominal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted : insertion date prior reported as (B)(6) 2013(summon) now it is reported as (B)(6) 2013(pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('malposition of essure device location of device: one was missing/migration of essure device location of device : one was missing/malposition of essure device location of device: one was missing / one migrated to left pelvis') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine ablation in (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and pelvic pain ("pain "). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), ablation (B)(6) 2013 and hysterectomy and b/l salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight decreased and vaginal haemorrhage outcome was unknown, the migraine had resolved and the weight increased, abdominal pain, back pain, abdominal pain lower and pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted : insertion date prior reported as (B)(6) 2013(summon) now it is reported as (B)(6) 2013 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Computerised tomogram - on an unknown date: malposition of essure device location of device: one was missing, one migrated to left pelvis. Ultrasound scan - on an unknown date: malposition of essure device location of device: one was missing, one migrated to left pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), pelvic pain were added. Event outcome added for weight gain, migraine/headache. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device: one was missing/migration of essure device location of device : one was missing') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine ablation in (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and weight decreased outcome was unknown and the abdominal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted : insertion date prior reported as (B)(6) 2013(summon) now it is reported as (B)(6) 2013(pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Reporter information were added and updated. Date of insertion and removal were updated and added. This case become incident. Event injury to herself were updated with new events. New events added malposition of essure device location of device: one was missing/migration of essure device location of device : one was missing, apareunia (inability to have sexual intercourse), , migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss, device breakage, back pain, abdominal pain,cramping, she did not undergo essure confirmation test, medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.